Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the needle cap of the syringe on multiple instances. Customer reported that she was experiencing an elevated blood glucose (bg) level but declined troubleshooting with tandem technical support, and declined to provide further information.